Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information on the event were requested to the reporter. Investigation still in progress. Device not returned to manufacturer.

Event description:
Roi-a : broken cage. Description received on (B)(6) 2018 from reporter : failure to implant, roi-a cage is broken.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer. No visual examination could be performed. Attempts have been made and no further information has been provided. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the only information initially provided, the cause for the event cannot be determined. Based on the product history records and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device issue is unknown. Requests for additional information did not receive a response. If additional information was received that may add a value on this investigation or allow to drawn a conclusion , this case will be reopened.